Event description:
It was reported that a procedure was done for a large aneurysm with the subject flow diverter. After femoral access in moderately tortuous anatomy, the subject flow diverter was unable to open completely at the aneurysm neck as well as at the vessel bend/curve. The subject flow diverter was also ribboning and the physician tried applying different techniques multiple times which included loading, un-loading, pushing and re-sheathing but it continued to ribbon at the same position. It then detached inside the micro catheter and was completely removed from the patient anatomy. A 2 hour surgical delay was reported which had no patient impact. The physician postponed the procedure and planned to place a braided stent in place of a flow diverter. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
H3 device evaluated by mfg updated. H3 summary attached updated. D9 product available to stryker updated. D9 returned to manufacturer on ¿updated. Due to the automated mes (manufacturing execution system) there are controls in the manufacturing process to ensure the product met specifications upon release. The device was received and the reported lot number was confirmed from the packaging label. On visual/microscopic inspection, the device was returned together with the xt-27 microcatheter. The catheter was found to be intact. The distal end of stent delivery wire (sdw) was found to be deformed. The returned stent was found to be stuck inside the xt-27. The stent was found to be deformed. No breakage noted. The introducer sheath was not returned. A significant amount of dried blood was noted during the analysis. On functional inspection, the returned stent was fount to be stuck inside the microcatheter. The device could not be flushed due to dry blood. The patency mandrel was advanced to deploy the stent. The mandrel stuck at 120 cm from the distal end of the microcatheter. The catheter was cut, and the stent was removed. The stent fully opened on the table. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The devices used in the procedure in conjunction with the subject device were an axs cat-5 intermediate catheter, an xt-27 microcatheter , a traxcess wire and a neuron max 80 cm guide catheter. The size of the stent was appropriate for the treatment site. There was no resistance encountered during navigation of the flow diverter device to the target lesion, no excessive force was applied at any point while advancing the flow diverter (fd) within the microcatheter, the position of the delivery catheter was confirmed by visualizing the radiopaque markers, the position of the flow diverter implant was confirmed between the two marker bands and there was no resistance encountered during the implant (flow diverter) deployment. The device was in use on the patient to treat a large aneurysm at the time of the event. Access was through the femoral artery. The physician did not use a balloon to try and expand the fd. There was a 2-hour surgical delay. There was no patient impact by the event or surgical delay and there was no clinical adverse consequence to the patient due to the reported event. The patient procedure was postponed and physician is planning to place a braided stent in place of fd. There was no medical or surgical intervention done due to this event. The flow diverter (fd) was able to be removed from the patient anatomy within the catheter-xt-27, a snare device was not used to remove the fd and the fd was not left inside the patient. In the physician¿s opinion the cause of the fd not opening was due to an anatomical issue. Analysis of the returned device found the sdw was kinked at the distal end, the fd stent stuck inside the xt-27 microcatheter due to dried blood. On removal from the microcatheter the stent was deformed due to dried blood but on partial removal of the dried blood the stent fully opened and was found not to be broken/fractured, therefore the reported ¿stent failed/unable to open¿, and ¿stent broken/fractured during use¿ will be assigned not confirmed. It is most probable the patient¿s anatomy contributed to the complaint as the anatomy was moderately tortuous and in the physician¿s opinion the cause of the fd not opening was due to an anatomical issue therefore, an assignable cause of procedural factors will be assigned to the as reported and as analyzed ¿stent deformed¿ in addition to the as analyzed ¿sdw kinked/bent¿ and ¿stent deployed prematurely during use' as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer indicated that there was no damage noted to the packaging prior to opening the packaging, the device was confirmed to be in good condition during preparation/prior to use on the patient, the device was prepared for use as per the directions for use, continuous flush was set up and maintained throughout the clinical procedure and the patient¿s anatomy was moderately tortuous. The devices used in the procedure in conjunction with the subject device were an axs cat-5 intermediate catheter, an xt-27 microcatheter , a traxcess wire and a neuron max 80 cm guide catheter. The size of the stent was appropriate for the treatment site. There was no resistance encountered during navigation of the flow diverter (fd) device to the target lesion, no excessive force was applied at any point while advancing the flow diverter within the microcatheter, the position of the delivery catheter was confirmed by visualizing the radiopaque markers, the position of the flow diverter implant was confirmed between the two marker bands and there was no resistance encountered during the implant (flow diverter) deployment. The device was in use on the patient to treat a large aneurysm at the time of the event. Access was through the femoral artery. The physician did not use a balloon to try and expand the fd. There was a 2-hour surgical delay. There was no patient impact by the event or surgical delay and there was no clinical adverse consequence to the patient due to the reported event. The patient procedure was postponed and physician is planning to place a braided stent in place of fd. There was no medical or surgical intervention done due to this event. The flow diverter (fd) was able to be removed from the patient anatomy within the catheter-xt-27, a snare device was not used to remove the fd and the fd was not left inside the patient. In the physician¿s opinion the cause of the fd not opening was due to an anatomical issue. It is most probable the patient¿s anatomy contributed to the complaint therefore, an assignable cause of procedural factors will be assigned to the reported ¿stent failed/unable to open¿, ¿stent deformed¿ and ¿stent broken/fractured during use¿ as this complaint appears to be associated with a product that met stryker design and manufacturing specifications and was used in accordance with the dfu, but performance was limited due to procedural and/or anatomical factors during use.

Event description:
It was reported that a procedure was done for a large aneurysm with the subject flow diverter. After femoral access in moderately tortuous anatomy, the subject flow diverter was unable to open completely at the aneurysm neck as well as at the vessel bend/curve. The subject flow diverter was also ribboning and the physician tried applying different techniques multiple times which included loading, un-loading, pushing and re-sheathing but it continued to ribbon at the same position. It then detached inside the micro catheter and was completely removed from the patient anatomy. A 2 hour surgical delay was reported which had no patient impact. The physician postponed the procedure and planned to to place a braided stent in place of a flow diverter. There were no reported clinical consequences to the patient due to this event.

Manufacturer narrative:
Device is not available to manufacturer.

Event description:
It was reported that a procedure was done for a large aneurysm with the subject flow diverter. After femoral access in moderately tortuous anatomy, the subject flow diverter was unable to open completely at the aneurysm neck as well as at the vessel bend/curve. The subject flow diverter was also ribboning and the physician tried applying different techniques multiple times which included loading, un-loading, pushing and re-sheathing but it continued to ribbon at the same position. It then detached inside the micro catheter and was completely removed from the patient anatomy. A 2 hour surgical delay was reported which had no patient impact. The physician postponed the procedure and planned to place a braided stent in place of a flow diverter. There were no reported clinical consequences to the patient due to this event.